Event description:
It was reported to MFR that the vns patients' generator "can be seen through an opening in her skin and her leads are moving around inside of her neck". Additionally, it was reported that the leads have been moving in her neck "for a while now". The pt plans on following up with a surgeon for a consult. Attempts to obtain add'l info from the treating physician and surgeon are underway.